Event description:
It was reported that when the lead was opened, the helix was extended. The physician suspected that there was a problem with the helix. The physician did not use the lead and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.